Event description:
It was reported that there was clear intermittent left ventricular (lv) loss of capture (loc) observed on a recent presenting electrogram of the cardiac resynchronization therapy defibrillator (crt-d). A pattern to the loc was also observed: three captured lv beats followed by two that don't. The healthcare provider questioned whether this could be related to respiration. The most recent in-office threshold was 1.3 v at 0.7 ms and the programmed output was 2.3 v at 0.7 ms. Technical services recommended considering postural assessment in-clinic with deep breath observation for lv loc and verification of lv capture and threshold with surface ECG. The lv lead remains in service.